Event description:
A fracture nail was inserted for a femur fracture. The nail has broken and is protruding through the proximal screw hole. Unsure if it is failure of the nail or a failure of the fracture to heal. At this time, the nail has been extracted and replaced.